Event description:
It was reported that the patient experienced a "horrible" shocking sensation around the location of the lead, after bending over to pick up a child. The patient's implantable neurostimulator was reported to be "dead" at the time the shocking sensation was felt. The patient had x-rays performed in the emergency room (ER). However, it was not known whether anything had moved. No information was reported related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead: model 3778, lot# v098328011, implanted: 2008 (b)64), explanted: na. Neuro adaptor: model 3550, lot# n143115, implanted: 2008 (B)(6), explanted: na. Programmer: model 37743, lot# nke104083n. Recharger: model 37752, lot# nka112650n.